Manufacturer narrative:
Blank display due to faulty motherboard. Analysis was unable to confirm external flash error alarm or perform the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to blank display anomaly. The insulin pump had cracked case at display window corner, battery tube threads, reservoir tube lip and minor scratched display window.

Event description:
The customer's spouse reported via phone call that the insulin pump alarmed external flash error. The customer's blood glucose was unknown at the time of incident. The customer's spouse performed self test and the insulin pump passed. The insulin pump was returned for analysis.